Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 2, and the reported unspecified tissue injury, appear to be due to the partial clip movement. The reported migration (partial clip movement) associated with the clip moving on the posterior leaflet appears to be due to challenging patient anatomy (tethered posterior leaflet). The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report partial clip movement, recurrent mitral regurgitation, and tissue injury. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3 and tethered posterior mitral leaflet (pml). A mitraclip xtw was successfully implanted. The mr was reduced to trace. On (B)(6) 2023, an echocardiogram was performed and it was observed the implanted clip had partially detached from the posterior leaflet, causing tissue damage and mr to increase to a grade of 2. For treatment, the patient underwent transcatheter edge-to-edge repair (t-teer) procedure with a non-abbott device. No additional information was provided.